Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The customer was performing a planned coronary procedure which was aborted. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was failed. Upon functional testing, the fse found intermittent problem on ethernet cable between ip-pc and fdc. To resolve the reported issue, the fse replaced the ethernet port. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently would not expose and gave ¿fluoroscopy failed¿ errors. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.